Manufacturer narrative:
Failure analysis conclusion: the oad was returned to csi for analysis with the guide wire stuck in the driveshaft. Visual examination indicated that the cause of the stuck oad was that the spring tip of the viperwire had been spun over, which resulted in distal coil and support ribbon fractures. Fragments of the fractured spring tip coils and proximal solder bond were found inside the driveshaft filars and tip bushing section. Scanning electron microscopy analysis of the guide wire spring tip identified severe axial mechanical damage on the proximal solder bond lodged within the tip bushing. The extent of mechanical damage was beyond the damage typically seen after a driveshaft is spun over the spring tip. It is hypothesized that the driveshaft made contact with the spring tip multiple times until the fragmentation occurred. Therefore, the complaint of the device becoming stuck on the guidewire is a result of spinning the driveshaft into the guidewire spring tip. At the conclusion of the failure analysis investigation the stuck-on-wire event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Prior to distribution the device met material, assembly, and quality control requirements. (B)(4).

Event description:
The original event indicated the diamondback peripheral orbital atherectomy device became stuck on the viperwire during the procedure. The oad and wire were removed together and the vessel was re-wired. The procedure was completed successfully. Device analysis revealed that device fractures had also occurred.